Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using lispro insulin. Tandem customer technical support informed customer that lispro is off label per the user guide. Customer changed supplies to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was higher than 400 mg/dl.